Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-05239. It was reported that the patient experienced ineffective stimulation due to autoreducing and high impedances. X-rays were ordered, but the results are unknown. Surgical intervention may be pending to address this issue. Note: both leads are being reported as it is unknown which lead is liable.